Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at 10:00pm on (B)(6) (year not specified). The patient indicated he manages his diabetes with combinations of lantus (38 units) and novolog (10 units) insulin. At the time the alleged issue began, the patient denied taking any action regarding his diabetes management. The patient reportedly was feeling sweaty and sleepy 4 hours after the alleged issue began. In response to his symptoms, the patient stated he treated himself with a glucagon injection by 10:15pm-10:30pm that evening. The patient denied testing on any other blood glucose device at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, there was no misused of the meter, and the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.